Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that noise was observed on this right ventricular (rv) lead. During an in-office evaluation, the noise was reproducible when the patient reached their left arm across to the right shoulder. After evaluation, technical services (ts) provided reprogramming options and continued monitoring was planned. The rv lead remains in service, and no additional adverse patient effects were reported. Additional information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. Further information regarding product return status has been requested.